Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully download to thus. No critical pump error noted during test or listed in pump history download. However, however, the formatted history file confirmed the pump alarmed pump error 4 (line number 2727 file number 32122) on 03/22/2024 09:11:01.000 and pump error 15 alarm (line number 244 file number 522) on 03/22/2024 09:11:01.000, problem isolated to the pcb1 board and pcb2 board as per global logic analysis. No moisture damage noted to the electronic assembly or motor assembly per visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump passed functional testing, and no critical pump error noted during test. However, the pump downloaded history confirmed the pump alarmed pump error 4 and pump error 15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced open book image alarm. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed and explained the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.